Event description:
It was reported the patient underwent c1-c2 fusion. Intra-operatively, the cable would not fully thread through the cable tensioner. The surgeon tightened the cable by hand. No patient complications were reported. The tip did not appear to be damaged based on visual inspection after surgery.

Manufacturer narrative:
(B) (4): the cable tensioner was returned for evaluation. The cable threaded through the instrument and functioned properly. A review of the device history records did not identify any applicable nonconformance to specification.